Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient was receiving ineffective stimulation coverage. She also stated that one of her programs causes pain in her legs and tightness in her shins. Follow up on the patient found that she has been reprogrammed on numerous occasions, but these issues still persist. No further information is available at this time.